Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the anterior cuff was attached to the needle tip but the posterior cuff was not attached to the needle tip. Examination of the cuff found the cuff to be impacted with a hard white substance (most likely calcification) that prevented the needle from capturing the cuff. The posterior needle tip was torn from the rail end of the suture and not returned. This type of event can occur when the device is deployed in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). Based on the investigation findings, a needle to cuff miss did not occur in this case. Based on the inspection criteria and the analysis of the returned device, the probable root cause for the failure to harvest the suture is related to the operational context during use. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported for this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was pulled back the sutures were not attached. The device was rewired and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.